Manufacturer narrative:
(B)(4). Baxter received two samples for evaluation. The reported condition was confirmed. Visual inspection of the device noted that the male luer of one sample was stuck in the gland of the third y-site of the other sample and had separated from the tubing. Further visual inspection noted that little residual solvent was found on the male luer inlet port, and no plow ridge was noted on the separated tubing end. Functional testing was performed finding no other obvious defects. The device did not meet product specification related to the reported condition. The exact root cause of the reported condition was not determined. No repair was done, as this is a single-use device which will be discarded. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which the tubing separated from the luer body of the male luer. The medication being administered is unknown. The reporter indicated that the set was in use for about 24 hours when the separation occurred. The seperation resulted in a leak. The set was switched out and therapy continued as normal. Therefore, there were no reports of patient injury, adverse events, or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was discarded and is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause can not be determined. If additional information becomes available, a follow-up report will be submitted. A batch review could not be completed as the lot number was not provided by the customer.